Event description:
It was reported that the patient presented to the emergency department after receiving shocks. The remote monitoring transmission indicated that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic) and an alert for noise. The rv lead fractured and displayed oversensing and subsequently the patient received inappropriate shocks for detected episodes of ventricular fibrillation (vf). Two days later, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5554-53 lead, implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead triggered additional alerts for noise and an additional lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic) prior to the lead revision. Additionally, the rv lead triggered two alerts for undefined high pacing impedance prior to the revision.